Event description:
It was reported that during a device eval being conducted by a MFR field svc tech, a small flame was observed on an internal power board. The tech easily extinguished the flame. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The quality investigation is still ongoing, and a f/u report will be submitted when the investigation is complete.